Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead exhibited intermittent loss of capture and decreased p-wave amplitude. It was noted that the lead impedance measurement remained normal and unchanged. An x-ray confirmed that the ra lead had dislodged. A lead revision was successfully performed the following day. Post revision, all lead measurements were within normal limits. No adverse patient effects were reported. The investigation is complete at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.